Event description:
Customer states, they had a serum creatinine kinase result of 1 u per l. They reran the patient sample on same analyzer and recovered creatinine kinase result of 0 u per l. They reported, the result of 1 u per l. She states, they reran the sample on another analyzer and the creatinine kinase recovered 11 u per l and they sent a corrected result. Customer states, she replaced the sample probes, recalibrated, ran controls. On (B) (6) 2009, she reran same sample and it gave less than 0 u per l. This result was accompanied by a data flag notifying the user the result was below the reference range. A final repeat, on (B) (6) 2009, was performed on the other analyzer giving 10 u per l. Customer states, patient is an outpatient and the corrected report was sent soon after the initial erroneous result. She checked the patient chart and patient was not treated on the basis of the initial creatinine kinase result. There were no adverse affects to the patient. The field service representative did not find a cause. He performed check test, all results normal. He also reviewed creatinine kinase calibration and quality control which was also normal.